Event description:
Event: (cc# 98-00162) the iab leaked. This was the only information at the time of the report. The following was reported to datascope on 10/13/98: poor augmentation was noted during iabp. Blood was then noted in the tubing. [Event complications]: unknown - reported 9/18/98. [Patient's current status]: unk - rpt'd 9/18/98.